Event description:
Patient reported solis pump malfunction. Patient advised the battery life does not update on pump with serial number (B)(6). Patient unable to determine remaining battery life. Patient stated the one pump's battery level constantly reads 100%. It does not adjust per battery life. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when issue occurs is unknown. Issue was previously reported. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.